Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Citation: huan-chiu lin et al. A modified tip-to-base lampoon to prevent left ventricular outflow tract obstruction in valve-in-ring or valve-in-valve transcatheter mitral valve replacement. Acta cardiol sin. May;40(3):331-339 2025. 10.6515/acs.202405_40(3).20240129a. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a technique to modify a degenerated surgical mitral valve to prevent left ventricular outflow tract obstruction in valve-in-ring or valve-in-valve transcatheter mitral valve replacement. The study population included 13 patients who were predominantly male with a mean age of 67.7 years old. Multiple manufacturers¿ devices were implanted in the study population. One patient had previously received a medtronic surgical bioprosthetic valve (model not provided) which was modified per the authors¿ description and successfully replaced by valve-in-valve implant of a non-medtronic transcatheter valve. No further information was provided pertaining to medtronic products.